Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Compatibility of components: the compatibility check is not relevant for this packaging issue. Review of reported event: it is reported that while opening the package it was noticed that the sterile package was damaged. Device analysis: visual examination of the returned package revealed a triangular rip in the inner layer. The hole is located more or less in the center of the area which is usually folded at 180 degrees to be inserted in the second external layer. There is no visible damage on the other packaging layers. Possible causes for the reported event according to sap pfmea and comparison to investigation results whether it is possible and justification: - bag is not tight , product not completely protected from environment , part not fix in vacuumed bag , burst of bag welding, not tight sterile barrier -> due to confusion with router paper, error during handwriting when scanner is broken. Not possible as router paper for lot 2789006 do not state any error related to that - not visible vacuumed product, not fixed in the vacuumed bag, delay of surgery -> due to damaged vacuum machine. Not possible as the vacuum welding is completely intact - bag is not tight (ivp/avp), sterile barrier affected -> due to hair in the contact area between two polymer layers. Not possible as no part have been found to be in contact with the layer. Possible causes for the reported event according to sap dfmea and comparison to investigation results whether it is possible and justification: - implant not sterile-> due to packaging is damaged, due to transportation. Not possible: as the outer packaging layers are intact. - malfunctioning of the device -> due to wrong handling of device due to missing/ unclear information. Possible: it is possible that the wrong handling of device led to the rip sterile package based on the given information and the results of the investigation, we were able to identify a specific root cause for this issue. The wrong handling of device led to the rip sterile package. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received the device and investigation is in progress. Other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e fitmore stems) are marketed in USA, and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a surgery was planned with an metabloc stem 7 uncemented. While opening the package it could be seen that the sterile package was damaged. The surgery was extended for 3 min and was completed with another device.